Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with right ventricular (rv) lead manifested twiddler's syndrome. Additional information indicates that the leads were dislodged in which there were no atrial or ventricular capture or sensing. The dislodgement was confirmed through chest x-ray. Further, the patient was feeling poorly for the previous months. This rv lead was explanted. No additional adverse patient effects were reported.